Event description:
Per the clinic, the rechargable battery leaked. No burn or injury was reported, and the patient required no medical attention. A replacement battery was used, and there have been no further reports of battery or device issues. Return of the battery and controller to the manufacturer has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2013.